Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results is over 300 mg/dl. Testing performed (once /twice/three times) daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes and steroids. Blood test performed during call ((B)(6) 2015) with results of "hi" (fasting / before meal/ after meal). Storage of test strips is within specification not verified. Test strip lot MFR's expiration date is 03/16/2017 and open vial date is not verified. Recall test results performed (fasting/ before meals/ after meals) from meter memory: (B)(6); 8:47pm - hi; (B)(6); 8:37pm - hi; (B)(6); 8:36pm - hi; (B)(6); 8:35pm - hi; (B)(6); 12:35pm - 309 mg/dl; (B)(6); 10:41am - 326 mg/dl. Based on the "hi" results seen in the memory and obtained by the customer, the complaint is reportable. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.